Manufacturer narrative:
(B)(4). Returned meter evaluated with no defect found. Returned test strips evaluated with "lo" readings produced. Black chemistry observed. Most likely underlying root cause of malfunction. User had poor storage.

Event description:
Consumer complaint of low blood results. Strips are in date. Customer states that she is feeling fine. Customer states that her normal range is between 96 to 136 mg/dl 2 hours after eating and between 96 mg/dl and 110 mg/dl fasting and between 105 mg/dl and 121 mg/dl before meals. Customer opened the container of test strips on (B)(6) 2015. Customer stores the strips in the living room. Ran back to back blood test 32 mg/dl and 28 mg/rl. Last 5 results are: no adverse event reported.